Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. No motion sensor test failure alarms noted. The device had a cracked case at the display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was alarming motor error. Blood glucose value was 157 mg/dl. She stated that the drive support cap appeared recessed and the insulin pump may have been exposed to a metal detector. The alarm history showed a motor position encoder error alarm and a motion sensor test failure alarm. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.